Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited high thresholds, lead noise and high impedance. It was also reported that the lead was suspected to be fractured due to clavicular crush. The lead was capped and replaced. No patient complications have been reported as a result of this event.